Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was in diagnostic procedure when the issue occurred, and it got delayed. The philips distributor reported that the system was not switched on and there was no led indication on the pdu control module. The distributor attempted to replace the pdu (power distribution unit) fantray, dcps (direct current power source) module and the pdu control module, but it did not resolve the issue. During troubleshooting, the distributor found that there was defective pdu module. The philips remote service engineer (rse) helped the distributor to order the required parts and instructed to follow pdu control module repair instructions while replacing the pdu. To resolve the issue, the distributer replaced the pdu. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system would not power on. There was no reported patient or user harm. Philips has started an investigation of this complaint.